Manufacturer narrative:
Product ID 37081-60, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
It was stated there were high impedance readings during extension and implantable neurostimulator (ins) placement, and normal impedances were read after connecting the second extension properly. Additional information stated that during implant procedure high impedances were measured, the extension was not used and a new one was implanted. It was stated the healthcare provider (hcp) tried to connect the extension with the lead a lot of times however the impedance values were too high. It was stated there were no symptoms or adverse events associated with the event.

Manufacturer narrative:
Analysis of the extension found no anomaly. (B)(4).